Event description:
A graft was surgically placed in the right leg of a pt. A hematoma developed at the graft site. The graft was occluded. The physician states bands inside of the graft caused the occlusion. The graft was removed and replaced.